Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed the volume test. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received with no physical damaged was found on the device. No evidence of reported problem in event log was found during the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed the volume test. No patient was involved in this event. No adverse effects were reported.